Event description:
The reporter contacted animas on (B)(6) 2012, reporting having issues with the keypad buttons. No further information was provided. There is no reported adverse event. Animas made multiple attempts to follow up with the patient but has been unsuccessful at this time. This report is made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012: follow-up #1: the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to duplicate unresponsive keypad during investigation. The keypad was found to be fully intact; keys are all responsive to user input . Removed the pump cover to examine the key contacts; evidence of white substance was found under the key contacts.